Event description:
The mobile peg of the broach handle broke off during surgery remaining inside the broach. The broach has been removed with tongs and the surgery completed successfully. Ref MFR # 3005180920-2013-00158.